Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor communication. The patient reported that her ins had trouble holding a charge and was a piece of (B)(6). The patient reported that since her implant was having trouble holding a charge, it went into a deep sleep (overdischarge) where the implant wouldn't charge. The patient reported that while the implant wouldn't work, she started having issues and was put on lyrica because she got the device to help with the nerves in her leg from the nerve damage. The patient reported that the healthcare provider¿s (hcp) plan was to put in a new device but for now she needed the implant jump started to get it into MRI mode for a non-device related MRI. The patient reported that she got instructions from the rep and she was able to get the implant charged up, but she saw a power on reset (por) message. It was noted that the por was a warning por. No further complications were reported.